Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. On (B)(6) 2010 solyx sis system, boston scientific, was implanted. The patient reportedly experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a pelvic floor repair procedure on (B)(4)2010. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.